Event description:
It was reported, the pt felt her stimulation turn on by itself on four occasions between (B)(6) 2011. She stated, she felt painful stimulation in her left breast and across her chest until she turned off the stimulation with the magnet. She reported, she has not used or charged her system since (B)(6) 2011. It was reported, the pt refused to use her programmer or charger to attempt to communicate with her ipg. She stated, she has no plans to remove or use the ipg. No further info is available at this time.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.